Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a coronary intervention. The 4.0x8 mm nc trek balloon was noted to be loose on the dilatation catheter. It was moving on the catheter. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon separation was not confirmed; however, it is likely that the noted separation at the hypotube is what the account perceived as the reported separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. However, factors that may contribute to a separation may include, but not limited to, manufacturing damage, inadvertent mishandling of the device, interaction with the anatomy and physician applies excessive force against resistance. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.